Manufacturer narrative:
Additional information: the sponsor assessed the event as unlikely related to the device and not related to the anti-platelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted in the rca. Following the procedure, the patient suffered right coronary artery intramural hematoma. Revascularization of the target vessel was carried out to treat in stent restenosis and acute thrombosis by implanting two resolute onyx des in the rca. The patient recovered. The investigator reports that the event is unlikely to be related to the device and is not related to the anti platelet therapy.

Manufacturer narrative:
It was reported that intramural hematoma occlusion of the rca proximal and distal to the index stent was observed. Cec assessed mi as no event and the revascularisation as tlr pci clinically driven. The patient recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.